Event description:
It was reported that the front facing piece of the battery drawer came off of the external pulse generator (epg). The part number was provided and the biomed will replace the battery drawer. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).